Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Eval summary: review of surgical reports provided indicates surgical technique was followed. X-rays were not received, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Eval: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.